Event description:
The customer reported having difficulty clipping the inner cannula into place and that after inserting it in the patient the first time, it popped off. The doctor was able to get the inner cannula latch securely in place when properly inserted. The patient did not require re cannulation.